Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a manufacturer representative in regards to a patient who was being treated with baclofen 2000 mcg/ml (384.2 mcg/day) intrathecal therapy via an implanted pump for intractable spasticity, other spasticity, and multiple sclerosis. The type of baclofen and lot number was unknown. The patient's medical history and concomitant medications were unknown. The patient reported increased spasticity and that he was very stiff and straight-legged with symptoms starting approximately two weeks prior. The patient reported that the concentration of the baclofen had been changed approximately one week prior with event date approximately (B)(6) 2016. The previous concentration was unknown. The definitive cause was unknown. The patient stated that he has had several issues with the catheter in the past, saying it had been revised three times (see manufacturer's reports 6000030-2007-00303, 3007566237-2016-00914, 3007566237-2016-00915, and 3007566237-2016-00918. Dates of revision were unknown. A clinician-bolus was given to test the system after which the patient slept well but his spasticity remained unaffected (date of bolus was unknown). On (B)(6) 2016, a catheter dye study was attempted. Csf was not able to be aspirated, and the physician opted not to push dye. The patient would be referred to a surgeon for revision and would be scheduled in the near future. The patient had requested the new ascenda catheter. The patient was currently taking oral baclofen to manage his spasticity. The issue was not resolved at the time of this report. Additional information was requested. A supplemental report will be provided as additional information becomes available.

Event description:
Additional information was received from a company representative (rep) which indicated the patient was scheduled for a revision/replacement on (B)(6) 2016.

Event description:
Additional information was received from the manufacturer representative reporting that the patient had his pump and catheter replaced on (B)(6) 2016. The previous pump and catheter were fully removed and the previously reported issue had been resolved. The managing hcp would work with the patient to get back to a therapeutic dose post-replacement.